Manufacturer narrative:
Additional information: event site postal code: (B)(6). Getinge field service engineer (fse) confirmed the reported issue and resolved by replacing hydra component pump assy (0102-00-0001). All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the pressure side of the motor is defective. The fse further determined that further evaluation of the iabp unit involved was required as to check the drive manifold. Repairs are ongoing and a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a check and prior to use, the cs100 intra-aortic balloon pump (iabp) has an abnormal sound and average pressure is too low. There was no patient involvement, and no adverse event reported.